Event description:
The hcp reported that at pump refill, the hcp was unable to refill the pump, despite multiple attempts to "unlock the pump." The pump had been infusing dilaudid, bupivicaine, and baclofen. The patient was experiencing no associated symptoms. The pump was explanted and replaced after an implant duration of greater than 50 months as the device was also nearing end of life. The patient is reported to have recovered without sequela.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.